Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was oversensing noise. Chest x-ray confirmed the set pin was pulled back. Surgery was performed on 19 jun 2024 to reset the pin. The patient was in stable condition.